Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in a diagonal in the left anterior descending artery. A cutting balloon was used to prepare the artery. The 2.75x15 mm nc trek balloon catheter had been used successfully to postdilate a deployed stent and was inflated 5 times and removed. An additional stent was deployed distal to the first stent and the same nc trek balloon was being advanced to the stent to perform postdilatation; however, before the balloon catheter reached the lesion, the mid shaft of the balloon catheter separated inside the guiding catheter. There was no reported resistance felt during advancement of the balloon catheter with the guiding catheter or the anatomy. The distal portion of the catheter was able to be removed along with the guiding catheter without any adverse patient effects or additional intervention required. A review of the stent under angiography confirmed that the stent did not require any postdilatation and the procedure ended. There was no clinically significant delay in the procedure reported. No additional information was provided.